Event description:
It was reported that during the preparation for a coronary stenting treatment procedure, stent damage was noted. While flushing the hoop outside of the pt body in preparation for a coronary stenting treatment procedure with a 3.0 x 12 mm liberte bare metal stent, it was noted "the stent was flared". The flare was reported to be "on the proximal edge of the stent 1-2 mm from the shaft". The procedure was successfully completed with a 2.75 x 8 mm liberte stent. There were no pt complications. Pt status is reported as "ok".